Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failure to attach to the patient's esophagus. There was no harm caused to the patient and no intervention required. There was nothing unusual about patient or procedure. An endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. A repeat procedure was performed. Two days after the second capsule was placed, the patient went to the emergency room complaining of esophageal spasm. The patient wanted the capsule removed because it was still attached to her esophagus for four days. The patient was sedated and the capsule was successfully removed using a snare during an endoscopy without complications. The patient was discharged home and the patient is in stable condition.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule was received for investigation. The capsule was not attached to the delivery device as the delivery device was not returned. Visual inspection of the capsule did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.